Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient remained on mechanical ventilation via the tracheostomy device overnight with potential percutaneous endoscopic gastrostomy (peg) tube placement planned. Encephalopathy was noted and the patient pulled out the power trialysis. The blood pressure (bp) was becoming lower overnight and levophed was ordered. A code blue was called due to respiratory arrest with desaturation and inability for the patient to be ventilated via tracheostomy. Extensive subcutaneous air was noted to the chest, neck, and face. The patient was orally intubated and the device was removed using a laryngoscope and bronchoscope. Rosc (or the return of spontaneous circulation) was achieved. A code blue called again due to pea (pulseless electrical activity) after being unable to oxygenate/ventilate via endotracheal tube. The healthcare professional verified the endotracheal tube by bronchoscopy. Etco2 was also in use. The patient died.

Event description:
According to the reporter, the patient remained on mechanical ventilation via the tracheostomy tube overnight with potential percutaneous endoscopic gastrostomy(peg) tube placement planned. Encephalopathy was noted and the patient pulled out the power-trialysis catheter. The blood pressure was becoming lower overnight and levophed was ordered. At 0842, a code blue was called due to respiratory arrest with desaturation and inability for the patient to be ventilated via tracheostomy. It was found that the cuff became dislodged after losing air. Extensive subcutaneous air was noted to the chest, neck, and face and suction catheter was unable to pass. The patient was orally intubated and the tracheostomy tube was removed using a laryngoscope and bronchoscope. Return of spontaneous circulation(rosc) was achieved. At 0914, a code blue called again due to pulseless electrical activity(pea) after being unable to oxygenate via endotracheal tube. The healthcare professional verified the endotracheal tube by bronchoscopy and etco2 was also in use. At 0924, the patient died.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.